Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and hip arthroplasty ('hip replacement') in a 41-year-old female patient who had essure (batch no. A78082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concurrent conditions included gastroenteritis. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), migraine ("migraines headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastroenteritis ("gastroenteritis (worsened)") and alopecia ("hair loss"). On 28-may-2013, the patient had essure inserted. In july 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient underwent hip arthroplasty (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, hip arthroplasty, vulvovaginal pain, menorrhagia, vaginal haemorrhage, depression, migraine, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, gastroenteritis and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, dysmenorrhoea, fatigue, gastroenteritis, hip arthroplasty, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage') and hip arthroplasty ('hip replacement') in a (B)(6) female patient who had essure (batch no. A78082) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "plaintiff did not underwent for essure confirmation test". The patient's medical history included multigravida and parity 4. Concurrent conditions included gastroenteritis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), migraine ("migraines headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastroenteritis ("gastroenteritis (worsened)") and alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient underwent hip arthroplasty (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, hip arthroplasty, vulvovaginal pain, menorrhagia, vaginal haemorrhage, depression, migraine, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, gastroenteritis and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, dysmenorrhoea, fatigue, gastroenteritis, hip arthroplasty, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received: event injury updated to pelvic pain ,new events added (abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), depression, migraines / headaches,nausea, dental problems, dysmenorrhea (cramping), vaginal pain, vaginal discharge, fatigue, gastroenteritis, hair loss),plaintiff did not underwent for essure confirmation test, date of birth, lot number and medical history. It was reported that essure was removed by bilateral salpingectomy incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.